Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the right ventricle (rv) lead was showing abnormal sensing values. The device remains in service, and no adverse effects were reported. Despite several efforts made to collect more information, no response was received.